Manufacturer narrative:
Initial report sent to FDA on 09/11/2009.

Event description:
Procedure: rectopexy. According to the reporter: staples did not form properly and additional tissue was resected. Tissue loss was reported as 1-2 cm of intestine.